Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cycler set door of their cycler after ending their pd treatment. The patient reported receiving multiple air detected in cassette alarm during an unknown phase of treatment and the treatment was cancelled. After treatment was cancelled, the patient found fluid leaking from the cycler set door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient did not complete peritoneal dialysis treatment in the absence of the cycler. In addition, the patient was sent to the emergency room (ER) to receive a dose of ip antibiotics and to have the transfer set replaced as a precaution. The patient was not admitted and is continuing to complete continuous cyclic pd (ccpd) using the replacement liberty select cycler without issue. The pdrn could not confirm the cycler set sample availability. Follow up attempts for cycler set sample return were performed with the patient, however, a response was not received.